Manufacturer narrative:
"Complications of chronic vagus nerve stimulation for epilepsy in children". (2003)500-503.

Event description:
It was reported in a scientific article that a patient experienced an infection at the generator site. Patient received operative debridement and antibiotics (intravenous cefazolin followed by oral cephalexin). The patient demonstrated improved seizure control after vns implantation, but presented superficial wound breakdown at the generator site 3 weeks postimplantation. Debridement and antibiotic administration were successfully undertaken in order to prevent explantation. Intraoperatively obtained tissue revealed strains of staphylococcus aureus. Prior to implantation, patient had been very difficult to treat medically. Good faith attempts to obtain additional information have been unsuccessful to date.